Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "respiratory tract irritation, breathing issues, gum issues, and enlarged spleen" response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged respiratory tract irritation, other, breathing issues, gum issues and enlarged spleen. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory also observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. 1 error was logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing sd card cover and air inlet filter, ui (user interface) knob broken. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.